Manufacturer narrative:
Trackwise ID: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
Beating heart devices malfunctioned were reported in the course of an online primary market research, respondent with incrowd case ID: (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6-medical device ¿ problem code -corrected to "3190" no device was reported, therefore a lot history review is unavailable.

Event description:
N/a.